Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. The issue had resolved by the time of the call, and there was no adverse impact to the customer's blood glucose level. The customer used non-tandem charging supplies to resolve the issue, although they were advised that such supplies should only be used for troubleshooting. A replacement tandem wall adapter and charging cable were sent, and no further assistance was required as the pump began charging again.